Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the use of the tr band on the patient the device had an issue. The patient had a tr band placed status post (s/p) right (r) radial access. They were gradually letting the tr band down when the male portion of the tr band syringe broke off in the female tr band inflation cuff. Additional information was received on 02 mar 2022: the tr band was being let down at the time of issue and hemostasis was not lost. There was 6 ml of air left in the tr band, so it was left on the patient for an additional 30-45 minutes and was then removed it. Manual pressure was held prophylactically proximal to the insertion site when removing the tr band. There were no issues after the manual pressure was released and there was no blood loss. There was no appreciable abnormality noted to the device prior to the male portion of the syringe breaking off into the female pressure cuff port on the tr band. The procedure for patient was prior to tr-band use was coronary arteriography and percutaneous coronary intervention (pci) of the left anterior descending artery (lad). 13mls were injected into the tr band when it was applied. The patient was stable and was discharged home.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely root cause is the syringe got stuck and broke off while trying to remove from the check valve. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.